Event description:
This is a follow up report.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low creatinine (cre) patient result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory; however, upon repeat the result was within normal range and an amended report was issued. The patient was treated with magnesium, based on the erroneously low result. The customer was contacted the following day to verify that there was no adverse affect to the patient's health based on the treatment.

Manufacturer narrative:
Review of the qc summary for the instrument shows that the customer has been having erratic qc issues before and after the event. A field service engineer (fse) is ordering a replacement crem module.

Manufacturer narrative:
This follow up report documents corrections made. This event was considered a malfunction only and not an adverse event. This follow up report documents these corrections.